Manufacturer narrative:
A piece of foreign matter was returned along with the complaint device. Visual inspection of the returned device showed that all its components are present and in good condition. The foreign matter returned does not belong to the components used in the manufacturing process of the device. Several inspection controls are performed to avoid the reported failure. It is not possible to determine where the foreign matter came from. Therefore, the most probable root cause is "undeterminable". A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a radial jaw¿ 4 gastropediatric biopsy forceps was used in the colon during a colonic biopsy procedure performed on (B)(6) 2016. According to the complainant, during procedure, after a tissue was captured in the colon and the biopsy forceps was removed from the scope, a piece of metal fragment was noted on the sample obtained. They stopped using the device and the procedure was completed with another of the same device. Additionally, it was reported that there was no visible damage or malfunction noted on the biopsy forceps. There were no patient complications reported a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 gastropediatric biopsy forceps was used in the colon during a colonic biopsy procedure performed on (B)(6) 2016. According to the complainant, during procedure, after a tissue was captured in the colon and the biopsy forceps was removed from the scope, a piece of metal fragment was noted on the sample obtained. They stopped using the device and the procedure was completed with another of the same device. Additionally, it was reported that there was no visible damage or malfunction noted on the biopsy forceps. There were no patient complications reported a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".